Event description:
Patient had nasopharyngeal airway (size 32fr) in nare. Pt was being suctioned with suction catheter. Suction catheter slipped easily into opening of nasal trumpet, as catheter was advanced the catheter took the nasophayngeal airway up into the nasal cavity.